Event description:
It was reported the patient's stimulation felt the same whether she increased or decreased stimulation. It was also noted the patient could not keep stimulation on during the night and she "tried" to tolerate it during the day. Additional information received reported the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted the patient's doctor was long distance for each call. It was also reported her device "had not been working properly and she was not using it much." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n332676, implanted: (B)(6) 2012, product type: accessory. (B)(4).